Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device passed all functional testing. The reported issue could not be confirmed.

Event description:
Information received indicating that a cadd solis vip pump alarmed re-attach cassette continuously. No adverse effects reported.